Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed there was a change in morphology and the device oversensing t wave. Recommended further investigation to understand if this a rate depended on bundle branch block and perform exercise testing to tease out the morphology and store as the reference subcutaneous electrocardiogram (s-ECG). The physician decided to continue to monitor this patient as the morphology could not be recreated. This s-ICD remains in service. No additional adverse patient effects were reported.